Event description:
A nurse reported an occlusion issue occurred during the phacoemulsification phase of two surgeries. The nurse also reported that the surgeon attempted to clear the handpiece several times but the occlusion would not clear. The cassette was replaced and the procedure was completed without harm to the patients for both procedures.

Manufacturer narrative:
At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. A sample has been received and is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).